Manufacturer narrative:
Investigation summary: bd received a photograph from the customer in support of this investigation. Evaluation of the photograph indicated a stopper inside the tube without a hemoguard shield. Additionally, 24 retained tubes from the bd inventory of the same lot number were functionally tested and the issue of closure separation was not observed. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to use with 2 bd vacutainer ® barricor ¿ blood collection tubes the stopper was difficult to remove. The following information was provided by the initial reporter, translated from dutch to english: after decapping the tube the other green cap is removed but the inner cap is still in the tube. This only happened with tube 365050, not with other bd tubes which they use abundantly.